Event description:
A nurse reported with a description of intraocular lens (iol) that had a damage or cracks. Noticed that one of the lens haptics appeared longer and bent at an unusual angle. Additionally, there was a crack in the lens optic when the physician examined it under the microscope. The issue was detected during the procedure, when the lens was about to be loaded into the cartridge. The procedure was completed on the same day using a different lens. The lens did not come into contact with the patient¿s eye. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).